Event description:
It was reported that the infusion device did not provide the mechanical and cartridge error messages when the patient noticed the piston rod not moving, resulting in elevated blood glucose levels.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.